Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that ophthalmic system displayed system messages and aspiration issue during cataract and vitrectomy combination surgery. The footswitch pedal exhibited an intermittent electrical contact. Surgery has been completed on the same day. Patient impact has been not provided.